Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a rash that occurred on the abdomen on (B)(6) 2015. Patient's mother stated that its appearance was similar to a heat rash. The patient was taken to the doctor and was prescribed mupiricin ointment. Patient's mother was advised to treat the affected area with neosporin five days a week and use the prescribed ointment once a day, every other day. In addition, the doctor recommended the use of benadryl topical and oral medication. At the time of contact, the patients rash was clearing up.

Manufacturer narrative:
(B)(4). There was no alleged product malfunction. However, the g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). A conclusive root cause could not be determined for the reported rash.